Event description:
It was reported that prior to implanting a coronary pump, pre-close placement of the sutures was achieved in a mildly calcified left common femoral artery using perclose proglide devices. The first proglide device was successfully deployed through a 6-french sized access site. During deployment of the second proglide device the suture became hung up on the o-ring at the suture bearing area causing difficulty removing the device. The device was removed by pulling both sutures together to prevent them from entangling and hemostats were used to pull the suture out from the o-ring/suture bearing area. The sutures were clamped to the side. The access site was upsized to 14-french to match the outer diameter of the delivery catheter. After implanting the coronary pump, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. Reportedly, the left common femoral artery was mildly calcified. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. (B)(6).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture becoming hung up on the o-ring at the suture bearing area causing difficulty removing the device was not confirmed. There was no abnormal observation with the condition of the returned device that could have contributed to the reported experience. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.